Manufacturer narrative:
(B)(4). On 02/05/2013 additional information was received stating that the css who has been working with the hospital regarding the system error alarms has convinced them to stop slaving. They were under the impression that information from the pump was transmitting to their monitors. The css explained to them that the slave is only sending information to the pump. They are going to move forward now with only direct connections except in the operating room. An update received on 02/13/2013 from the css reported that the pump was checked out by the field service representative and the error could not be reproduced. This seems to be an issue with communication from the bedside monitor and iabp. The pump is back in service. There was a 5 to 6 minute delay or interruption in therapy with no harm to the patient. Reference MDR # 1219856-2013-00037 for the second event involving the same patient. Device will not be returned for evaluation.

Event description:
It was reported via a call from the respiratory therapy department clinician to the clinical support specialist (css) at 1307 cst that they had to send two pumps to biomed. The clinician called after the intra-aortic balloon (iab) had been removed from the femoral successfully. The patient was receiving intra-aortic balloon pump (iabp) therapy without issue since (B)(6) 2013 when the patient had been transferred into the hospital. As the clinician was checking on the patient, the pump (s/n (B)(4)) stopped pumping and displayed a system error 6 (front end failure). The clinician was not able to reset the alarm, but powered down and the pump began pumping again. The same alarms occurred within 20 minutes. As a result, the pump was switched out successfully. There was no report of patient death, complications or injury. No medical surgical intervention was required. There was a delay or interruption in therapy. The patient outcome is stable. There were no strips generated.